Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Manufacturer narrative:
The product was discarded and will not be returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, delivery catheter system (dcs) clicki ng was noted and difficulty deploying the valve was reported. The valve was not deployed and the dcs/valve were removed from the patient. A second dcs was used to successfully implant the valve. No adverse patient effects were reported.